Manufacturer narrative:
(B)(4). The setup during which the leak was noticed consisted of a main line (clearlink system continu-flo solution set, (B)(4)) connected to an extension set, which was connected to the catheter. The secondary line (clearlink duo-vent continu-flo solution set, (B)(4)) was connected to the main line's top y-site. The pinhole reported was in the main line, and during follow-up contact, the reporter stated that they tested the sets involved in the actual event and found no leakage in the main line but moisture along the secondary line. Evaluation summary: visual inspection of the returned device found blood residue in the y site housing and a piece of tape on the tubing marking the location of the leak. While flushing the sample for disinfection, leakage was verified from the location marked on the tubing. Inspection of the leakage site using an optical microscope identified a cut which appeared to be the result of a pinch force or trauma. The cut was approximately 28 inches above the male luer. The leak occurred due to the cut; however, the cause of the cut was unable to be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed on a clearlink duo-vent continu-flo solution set during a pharmacologic stress test. An unspecified baxter pump was in use during this test. This event occurred during infusion of dobutamine. According to the report, blood started backing up and a pinhole was observed in a section of the tubing that was outside of the pump chamber. The set reportedly had moisture along the tubing, but the customer was unable to find the source. The set was attached to the top most y-site of the main line. The reporter stated they did not know how much blood was lost from the patient, but did note that there was a puddle that formed on the ground. They also stated that the nurse got some of the patient¿s blood on her pants but no injury or medical intervention was necessary. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.